Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: insulation compromised. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be: improper cleaning or sterilization method or normal wear. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known at this time.

Event description:
It was reported that the insulation had been compromised.